Manufacturer narrative:
The clinician reported that during and endoscopic vein harvesting procedure, sparks from the bipolar caused burning of approx 3cm of vein, which was excised and discarded. It was necessary to harvest more vein. One bipolar device was received at sorin group USA for eval due to the customer's report that sparks from the device caused burning of the vein. The inspection of the returned bipolar found plastic melt in the lower jaw and minor melt deformation in the upper jaw. Deformation of the upper jaw appeared to restrict the device from creating a full open condition. The bipolar unit proved functional and all components appeared to be assembled correctly without defects. The investigation is ongoing. A follow-up report will be filed when the eval is complete.

Event description:
During the procedure, sparks from the endoscopic vein harvesting bipolar device caused burning of approx 3cm of vein, which was excised and discarded. It was necessary to harvest more vein.